Event description:
It was reported the healthcare professional (hcp) changed the medication in the patient's pump from a mixture of baclofen and morphine to only baclofen with a lower concentration the hcp wanted to intensify the flow dynamics in the intrathecal space. The hcp did not delete the second medication (morphine) in the programming and performed a bridge bolus. After the bridge bolus, the patient showed symptoms of overdose. Therefore, the pump was programmed to minimal infusion rate and the patient received oral baclofen. The patient was fine for two days, but on the third day, the patient showed "strong withdrawal symptoms"/underdose symptoms. The patient went to the intensive care unit (ICU) and was suffering from "a cardiac insufficiency." The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).